Event description:
Revision surgery - the pt's hip was loose. The surgeon removed all implants except the shell and screws. The surgeon replaced the liner from djo. The rest of the implants were replaced by another company.

Manufacturer narrative:
The reason for this revision surgery was identified as "the patient's hip was loose" after six years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: (B)(4) involved a documentation error of a lot and the error was corrected. A review of the product complaint report history shows this is the first complaint for this product. The root cause for the loosening could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.